Manufacturer narrative:
Submit date: 2018-01-02. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech service found that the unit has no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and the condition was confirmed. The root cause was isolated to a missing component and a dislodged component. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.